Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel healthcare (f&p) field representative that the chamber adapter connection of a rt330 optiflow junior tubing kit was found leaking water during patient use. There was no patient consequence.

Manufacturer narrative:
(B)(4). We are currently in the process of finalising our investigation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint rt330 optiflow junior tubing kit was returned to fisher & paykel healthcare in new zealand for investigation, where it was visually inspected and pressure tested. Results: visual inspection identified no damage or defect to the tubing. Pressure testing revealed that the circuit was within specification. Conclusion: we are unable to determine the cause of the reported event as no fault was found with the returned device. All breathing circuits are visually inspected and pressure tested during production, and those that fail are rejected. The subject rt330 circuit would have met the required specification at the time of production. Our user instructions that accompany the rt330 optiflow junior tubing kit state the following: "do not stretch or milk the tubing.". "Do not soak, wash, sterilise or re-use this product. Avoid contact with chemicals, cleaning agents or hand sanitizers". "Appropriate patient monitoring must be used at all times.". "Ensure appropriate ventilatory or flow source alarms are set before connecting breathing set to patient.".

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel healthcare (f&p) field representative that the chamber adapter connection of a rt330 optiflow junior tubing kit was found leaking water during patient use. There was no patient consequence.